Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized and due to diabetic ketoacidosis on (B)(6) 2018. The customer¿s blood glucose level was over 300 mg/dl at the time of incident. It was reported that they need rewind more than once. The customer was treated was emergency room. The customer had symptoms such as throwing up and could not stop vomiting. It was reported that the customer declined troubleshooting. The insulin pump will not be returned for analysis.